Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was in rewarming phase of hypothermia therapy on the arctic sun device. The user received an alert 01 (patient line open) and had no flow. Mss walked the nurse through stopping therapy, emptying the arctic gel pads, disconnecting, and reconnecting them using proper technique. Fluid fill tube was connected to biomed left drain port. Nurse tried to restart therapy and received an alert 02 (low flow). Target temperature was 37.0c and patient temperature was 35.3c. System diagnostics showed that outlet monitor temperature (t1) was 31.9c, outlet control temperature (t2) was 29.3c, inlet temperature (t3) was 30.5c, chiller temperature (t4) was 5.7c, flow rate was 0lpm, inlet pressure was -0.1psi, circulation pump command was 100 percent, mixing pump command was 0 percent, heater command was 0 percent, water reservoir level (wrl) was 5 bars, system hours were 4479 and pump hours were 4224. Mss had the nurse drain 500ml from right drain port and start therapy. No flow, alert 01 (patient line open) was noted and inlet pressure was -0.1psi. Mss advised that this device needed to go to the biomed and discussed not filling the device unless it alerted to fill and also ensure correct fluid fill tube placement. Per follow up information received on (B)(6) 2022, nurse stated that therapy was concluded when the arctic sun device began to alert, and it was removed from the patient. Nurse stated another device was not needed because patient was close to rewarming temperature and therapy was close enough to completion. There was no patient impact, and the device was sent to biomed. Per sample evaluation result received on (B)(6) 2022, the arctic sun unit had to be primed to fill. During initial test, low flow observed. A test flow meter was installed, and observed normal flow rate.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported.

Event description:
It was reported that the patient was in rewarming phase of hypothermia therapy on the arctic sun device. The user received an alert 01 (patient line open) and had no flow. Mss walked the nurse through stopping therapy, emptying the arctic gel pads, disconnecting, and reconnecting them using proper technique. Fluid fill tube was connected to biomed left drain port. Nurse tried to restart therapy and received an alert 02 (low flow). Target temperature was 37.0c and patient temperature was 35.3c. System diagnostics showed that outlet monitor temperature (t1) was 31.9c, outlet control temperature (t2) was 29.3c, inlet temperature (t3) was 30.5c, chiller temperature (t4) was 5.7c, flow rate was 0lpm, inlet pressure was -0.1psi, circulation pump command was 100 percent, mixing pump command was 0 percent, heater command was 0 percent, water reservoir level (wrl) was 5 bars, system hours were 4479 and pump hours were 4224. Mss had the nurse drain 500ml from right drain port and start therapy. No flow, alert 01 (patient line open) was noted and inlet pressure was -0.1psi. Mss advised that this device needed to go to the biomed and discussed not filling the device unless it alerted to fill and also ensure correct fluid fill tube placement. Per follow up information received on 07feb2022, nurse stated that therapy was concluded when the arctic sun device began to alert, and it was removed from the patient. Nurse stated another device was not needed because patient was close to rewarming temperature and therapy was close enough to completion. There was no patient impact, and the device was sent to biomed. Per sample evaluation result received on 26apr2022, the arctic sun unit had to be primed to fill. During initial test, low flow observed. A test flow meter was installed, and observed normal flow rate.